Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump volume enunciated a faint tone despite volume settings being set to high. Reportedly the customer continued to use the pump for insulin therapy. Additionally, the customer experienced low blood glucose between 43-50mg/dl. Reportedly, the customer suspected the pump settings were incorrect. Recommendation was made to consult with healthcare provider regarding diabetes management.